Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification, heavy tortuosity and 100% stenosis. The 7.5x40 mm supera self expanding stent system (sess) was advanced and resistance was noted with the anatomy. The stent was halfway deployed and the tip was noted to have separated. The stent was removed with removal of the delivery system and during removal there was resistance and force was applied. The tip was also removed when the delivery system was removed. The system lock and deployment lock were not rotated into the locked position. A drug coated balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - failure to follow steps / instructions.